Event description:
It was reported that a decrease in r-wave amplitude was observed. The sensing had dropped and stabilized for a few months but recently had dropped again. The second drop had caused t-wave oversensing issues. It was also noted that there were some changes in impedance measurements. The pace/sense portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.